Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: the 8.5 mm/ 3.2 mm wire guide for recon locking (part # 03.010.076, lot # pe03405, mfg # feb-2018) was received at us cq with no visual defects. The device has minimal scratches and looks like it is in good condition. There are no signs of breakage on the device. This is not consistent with the reported complaint condition. Therefore, the complaint is not confirmed. Dimensional analysis was completed, the outer diameter of the shaft, measured 8.38 mm (caliper ca818.) This is within specification of 8.37 to 8.40 mm, based on drawing 03_010_076 rev f. The inner diameter measured 3.42 mm. This is within specification of 3.40 to 3.45 mm, based on drawing 03_010_076 rev f. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot no combination could be found in jde or docusphere for part # 03.010.076 with lot # 8022601, therefore a DHR review could not be performed at this time. If further information becomes available regarding the identifies for this part, then this DHR review will be revisited. Part 03.010.076, lot pe03405 a DHR file for from the time of manufacture could not be reviewed because it is not been scanned into tungsten yet. Jde confirmed that the lot was released for sale in (B)(6) 2018. A search in mdd nonconformance module confirmed that no nonconformances occurred during manufacture. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, two (2) wire guide, two (2) protection sleeves and two (2) trocars for recon locking of a trochar system were broken during upon insertion. There was no surgical delay nor adverse consequence to the patient reported. The procedure was finished, no back up was used. The procedure was completed successfully. This is report 6 for 6 (B)(4).